Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (straight tip t25 driver standard, part number 03.632.400, lot number 9069558). The subject device was returned with the complaint that the instrument was worn and stripped. The straight tip t25 driver, standard is one of the four t25 driver shafts intended to be utilized in the final locking cap tightening for the matrix system. Per the associated technique guide, proper technique includes the use of a 10nm torque limiting ratchet handle (03.620.031) and countertorque (03.632.049). The following caution is noted: ¿never use fixed or ratcheting t-handle screwdriver for this technique. If the torque limiting attachment is not used when using any of the startdrive shaft options breakage of the driver may occur and could potentially harm the patient.¿ the relevant drawing for the subject device was reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of this device. The returned instrument was examined and the compliant condition was able to be confirmed in as the driver tip was found to be stripped/worn. No definitive root cause was able to be determined; method of use at the time of failure is unknown as the complaint conditions were discovered during set review. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient involvement reported. (B)(4). Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Device history records was conducted. The report indicates that the: part # 03.632.400 lot # 9069558, manufacturing site: (B)(4), manufacturing date: 05 sep, 2014 , no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while the sales consultant was reviewing the hospital's long term evaluation set he noted that three instruments in the set were worn and stripped. Reporter confirms no patient involvement. No patient related questions required, and all available information has been given. This report is 1 of 2 for (B)(4).